Manufacturer narrative:
(B)(4). Method: the complaint icon CPAP was not returned to fisher & paykel healthcare in (B)(6). Our investigation is accordingly based on the photograph provided and information reported by the customer. Results: visual inspection of the photograph revealed a damaged power cord with bite-mark indentations. Conclusion: the indentations suggest that the power cord damage may have been caused by an animal. During initial assembly of the icon CPAP, all power cords are visually inspected for damage. Once the assembly process is completed, all icon CPAP devices are visually inspected again before release for distribution. This suggests the damage occured after it had been distributed. The icon CPAP is designed to the electrical safety standards ,ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon CPAP humidifier state the following: "only operate if the device, power cord and plug are dry and in good working order." "Do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended."

Event description:
A distributor reported via a fisher and paykel healthcare (fph) field representative that their icon CPAP humidifier had a damaged power cord. There was no reported patient consequence.